Manufacturer narrative:
Reported event was confirmed by review of medical records noting that during placement of the stem, a radiolucent line starting at the tip of the prosthesis and going distally from the lessor trochanter to the tip of the prosthesis was found. DHR was unable to be reviewed as the lot number for the device is unknown. The root cause is unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient received a fractured femur during an initial procedure. Post procedure x-ray showed a non-displaced femoral fracture starting about the lessor trochanter and goes 2.5 cm past the tip of the prosthesis. The patient was taken back to surgery on the afternoon of the same afternoon for placement of cerclage wires. Attempts have been made and no further information has been provided.